Manufacturer narrative:
(B)(6). Results - bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for foreign matter was not observed as all samples met specifications. Both sample types also underwent microscopic inspection with no defects detected. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that bd microtainer® contact-activated lancet had foreign matter on the blade which caused an inflamed finger after use. Medical intervention unknown.